Manufacturer narrative:
(B)(4).

Event description:
The pt didn't use neurostimulation therapy for 6 months. He stopped recharging the implanted neurostimulator. Neither the recharger nor the pt programmer were communicating with the implanted device. The device was believed to be overdischarged. The pt discussed the event with a medtronic rep; he visited his hcp. The neurostimulator was successfully reprogrammed. The implantable neurostimulator was replaced. Device registration shows he now has a non-rechargeable neurostimulator. The pt is no longer having problems with his system.